Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. The full event site name is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a display that could not be operated, and showed breakage. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d10, g4, g7, h2, h3, h6 (investigation type & component codes), h10. Testing of actual/suspected device (10/3233) a getinge field service engineer (fse) evaluated the iabp unit and the error diagnosis revealed a defective touch screen. Fse replaced the touchscreen and concluded maintenance according to the testing protocols. A supplemental report will be submitted when additional information is provided.

Event description:
N/a.